Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the ventilator failed to charge its internal battery and an alarm condition occurred. The device's internal battery was replaced to address the issue.